Event description:
While the philips field service engineer (fse) was performing a philips field change order the device began locking up / hanging in a startup screen cycle and would not fully power on for use.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.